Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a line on the side of the iol noted. The iol was explanted. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Two used company cartridges were returned in a small specimen jar with liquid inside. In addition to the company cartridges, an unidentified, clear, monofocal lens was returned in the specimen jar. The lens has been cut into two pieces. The unidentified lens was received in liquid in a specimen container. The lens was removed from the container for evaluation. The optic was cut across the center into two pieces. One optic portion had a large scrape mark with material removed near the edge on the posterior surface. This damage corresponded to the area of damage in the provided photo; however, this does not appear to be the pictured lens (slight difference in size of damage). The exact power and resolution could not be determined due to the lens damage. The lens was in the range for a 21.0-21.5 diopter. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The returned lens was damaged on the posterior surface across the periphery of the optic. The damage was a large scrape mark with removed lens material. The root cause for the observed damage could not be determined. The two returned used cartridges for the related files had no damage or abnormalities. Damage may occur in this area due to an insufficient amount of viscoelastic and rapid advancement; however, this damage exceeds typical damage observed due to those conditions. The instruction for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).